Event description:
It was reported that during a ptca treatment procedure involving an 85% stenotic lesion, at the first inflation attempt, the balloon would not inflate. No patient injuries or complications were reported.